Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's first ins only lasted 4 years because they had "problems with it". They were expecting the ins to last longer. No symptoms were reported. The ins was replaced on (B)(6) 2017. No further complications were reported or anticipated.